Event description:
It was reported that low impedance and noise resulting in automated mode switch episodes were observed on the atrial lead. No patient symptoms were reported. The lead was capped and replaced without complications on (B)(6) 2015.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.